Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the pump was not able to bolus more than 3 units of insulin without alarming. Animas customer technical support reported the person making the report was not able to perform troubleshooting on the pump due to the person not being able manipulate the pump. The pump is being replaced at health care provider insistence. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2016 with the following findings: review of the black box data revealed three records of cancelled boluses due to occlusion alarms (cs145) after 2 unit delivery on 11 january 2016. The occlusion alarms were caused by high force. On investigation, ez-prime steps were performed correctly with no errors, alarms or warnings occurring during the investigation. A 10-unit normal bolus and 10-unit audio bolus were performed correctly and recorded at the correct time and in the correct order of occurrence. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged ¿cancelled boluses due to error/alarm/warning¿ complaint. Unrelated to the original complaint, the display screen demonstrated a green, horizontal line on startup and the battery compartment was noted to be cracked at the case seal.